Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed the pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. Based on technician statement, the device intermittently was failing internal leakage test, pressure transducer test and safety valve test during pre-use check. The air gas module was checked and replaced to resolve the issue. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/18/2020. Corrected manufacture date: 09/16/2020.

Event description:
Manufacturer's ref. #: (B)(4).